Event description:
It was reported that, "using conical reamers, reamed femoral canal to a 15. Opened real 15 mm straight conical stem and component fell down femoral canal to over +30 body marking."

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.